Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure the gynecologist tried to dissect/cut a portion of the wall of the cervix. The tissue was in fact very thick/dense and while cutting and coagulating the jaw of the instrument broke off. The doctor admitted the cause was likely due to the fact that the tissue was probably too thick but she wanted to see the limits of the instrument. We want to report this because a total breakage of the jaws is not very normal. No patient consequences. Procedure was completed with use of a monopolar device. One device will be returning

Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade fractured and lifted. In addition the jaw was found detach from instrument and not returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged top jaw and I blade. As reported in the event description it is likely that the damage to the jaw and I-blade was caused by not allowing thick and fibrous tissues to denature prior to I-blade advancement or attempting to cut through thick dense tissue.